Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The option-lok male adapter of the plumset was connected to the port pf a peripherally inserted central catheter (PICC) and was being used to deliver what appeared to be a lipid solution during total parenteral nutrition (tpn) procedures. After an unspecified length of time, it was reported that the distal tip of the option-lok male adapter broke off inside the port of the pt's PICC line and a piece remained lodged inside the port of the PICC. The customer contact reported that the staff was unable to remove the piece of the option-lok male adapter that remained lodged inside the PICC catheter. It was reported that the PICC line was replaced. No specific details were provided. There were no reports of any adverse pt effects and no reported delay in therapy critical to this pt. No additional info was provided.